Manufacturer narrative:
A search for non-conformance's associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation of the returned coil system found the implant stretched and separated from the pusher, which is consistent with the alleged product issue. The pusher's monofilament exhibited a tensile break shape at the tip, which is consistent with the device experiencing forces exceeding the tensile strength of the monofilament, causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but this condition is consistent with the device experiencing forces that exceeded the implant¿s yield strength. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
As initially reported, the coil detached within the catheter. The procedure completed successfully. Additional information received reported that during a procedure for a splenic artery, this cx 8mm coil was the first coil to be used, deploying the catheter, he said he had about 1/3 of the coil out the tip of the catheter then decided he would like to reposition to ¿make it look a bit prettier,¿ so he very gently pulled the coil back, noted then that there was no movement forwards or backwards and that whilst it wasn't detached, it had stretched. He was able to remove the coil and the catheter in once piece, then reused the catheter to complete the case successfully with another brand of coil and the same catheter. Although the initial information received was not determined to be reportable, we are now reporting the event based on device investigation findings of the tensile break of the coil / exposed monofilament.